Manufacturer narrative:
(B)(4). Additional information requested and received: were the clips malformed? Yes, coming out in a v shape, where they would slide right off the duct. Were the clips placed on the tissue and then fell off? They would slide right off the duct, when placed. Did the clips fall into the patient? They were falling into the patient. Were the clips retrieved from the patient? They were retrieved. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. The following information was requested, but unavailable: were the clips placed on the tissue and fell off? If yes, did they fall into the patient? If yes, were they retrieved? Were the clips malformed?

Event description:
It was reported that during a laparoscopic cholecystectomy, the device malfunctioned. Not closing securely on tissue. There were no patient consequences reported.